Event description:
It was reported that during preparation, the yellow protective sheath and stylet of a 3.25x12 nc trek rx balloon dilatation catheter (bdc) were unable to be removed due to resistance and was, thus, not used in the patient. Another same sized trek was used without issue. There was no occurrence of a clinically significant delay. No additional information was provided. The abbott vascular returned goods lab received the 3.25x12 nc trek rx without its protective sheath and stylet, indicating that they were ultimately able to be removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.